Event description:
Information was received from a manufacturer representative (rep); there was no patient involvement. It was reported that the implantable neurostimulator (ins) was going to be implanted but the manufacturer representative (rep) found that it already had been activated as the battery level was lower than it should be before implant; ultimately, the ins was not implanted. It was also stated that the rep received the ins from a co-worker in his territory. The ins was interrogated and it was discovered that the device was activated on (B)(6) 2016 and the voltage was at 2.94 volts. It is unknown why the ins was activated in (B)(6) and why it was not implanted at that time. No symptoms were reported as there was no known patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.